Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via email of being hospitalized 6 months ago for diabetic ketoacidosis due to high blood glucose. The blood glucose level was unknown. The customer wanted to report the incident only.